Manufacturer narrative:
The device was not returned for investigation. No return product evaluation could be completed. The device lot history record review indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, following a tavr, an 18f manta was deployed for closure in the left common femoral artery. Arteriotomy was noted greater than 8mm, no calcification or tortuosity, and a deployment depth measurement of 4cm + 1cm. A central positioned access was attained after two attempts, utilizing micropuncture and ultrasound. No issues were endured advancing or withdrawing procedural sheaths. During applying tension and withdrawing the manta closure, the collagen was visible at the access site; and the manta deployed in the tissue tract. Post deployment heavy flow was present, and the physician applied manual pressure for control. The surgeon and cardiologist were called in and determined to do a cut down due to the inability to see take-off of the profunda artery and possible concern of thrombus formation due to protamine was administered. The root cause of the tract deployment is possibly due to inadequate or excessive tension applied during deployment, or possibly improper positioning of the manta handle not being held at a 45-degree angle to the leg. However, multiple causes for tract deployment have been established; the exact cause for this tract deployment is inconclusive due to insufficient information regarding the initial and deployment procedures. The risk of access site complications leading to surgical intervention have been identified as adverse events related to the deployment of the vascular closure device in the IFU.

Manufacturer narrative:
An investigation has been opened to review device history record and risk documentation. A follow-up report will be submitted upon completion of the investigation.

Event description:
As reported: the manta was deployed in the tissue tract. The surgeon performed a cutdown to close the artery. Additional information received on (B)(6) 2021: during a tavr heart valve placement, ultrasound and micro puncture access was obtained after two attempts. Access was in the left groin and located central in the cfa. Left cfa vessel size measured at 8+mm and had no calcification and no tortuosity. Manta depth was measured at 4 + 1 = 5cm. During the tavr procedure, there were no reported issues with advancing and withdrawing procedure sheaths. Prior manta deployment, act was 405, 7000 units of heparin and 50mg of protamine were given intravenously. Manta was deployed following IFU steps, but when manta was pulled back for deployment, collagen was visible at access site. Post manta deployment, there was heavy arterial flow and physician was instructed to hold manual pressure for control. A ptca balloon was used proximal to access site in left iliac during surgical cutdown. Surgical cutdown was decided due to the inability to see take-off of the profunda artery and concern of possible thrombus formation due to protamine. Patient is reported being in stable condition.